Manufacturer narrative:
Efforts to obtain CT scans taken during the procedure for examination were unsuccessful. As medical images could not be examined, it was not possible to determine if the incident was attributed to the device or another factor such as the inexperience of the physician using the retrieval kit. The root cause could not be determined.

Event description:
The physician attempted to retrieve the aln filter using the aln retrieval pincer in the ir suite. However, the retrieval pincer could not adequately grab the filter. Retrieval was attempted for 2, 5 hours with various techniques, but the filter could not be re-sheathed. The aln filter removal was unsuccessful.